Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. E8 errors were found in the history list. The pump correctly triggered an e8 error as a result of the power interruption while the pump was in run mode. The soft components of the housing are worn down heavily. Therefore, moisture may enter the insulin pump and destroy the pump electronics. The functionality of the buttons was tested successfully and complies with the product specifications.

Event description:
Patient reported the infusion device displayed an e8 power interrupt error, and she was unable to clear the error message by pressing the check button. No physiological effects were reported, and she did not require treatment to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.